Manufacturer narrative:
A review of the complaint history for sn (B)(6)was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6)was performed from the date of manufacture, 09-jul-2014 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 5.2 was failed. A field service engineer (fse) found multiple cubies open in main drawer 5.2, inspected and reseated the retractor band connections, and was unable to recreate the original issue in diagnostics or the application. The fse also identified a broken front panel on drawer 4.2, replaced the front panel, and confirmed the drawer and cubies tested good in diagnostics. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawer 5.2 failed. User recovered the drawer, but they needed follow up. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.